Manufacturer narrative:
No frozen screen was noted on the device. The unit was received with a button error alarm and unresponsive esc, act, and down buttons due to corroded keypad traces. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked reservoir tube window, and cracked casing at the reservoir tube window corners.

Event description:
It was reported via phone call that the customer's insulin pump had a button error alarm that they were unable to clear. No button could be pushed down. No further details were given. The insulin pump was returned for analysis.